Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. During interrogation, an error message was displayed: "erroneous parameter values were detected." The device was reprogrammed and the issue was resolved.